Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #522a71. Additional information was requested and the following was requested: is the patient's current status known? Good afternoon, if the patient is in optimal health condition. Was there any consequence or change in the patient's postoperative care as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, why a recharge of the institution was used to continue the surgery and that the surgery was not affected. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was received with the one-piece sled detached and unfired making it nonfunctional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge, and on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that with the use of a reload, which came inside the bariatric kit the reload did not work, it did not enter the stapler and the other staplers of the institution it did, but it did not work. It didn't shoot in the tissue, so they had to use an institution reload.